Manufacturer narrative:
Part and lot number are required to review device history records and nether were provided. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Unable to perform a compatibility check based on provided information. Insufficient information provided to perform complaint history search. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to dislocation.